Event description:
A customer reported that on tuesday, (B)(6) 2010, between the hours of 3 pm and 5 pm, he felt dizzy and then around 9 pm of the same day, he experienced another "dizzy spell". Approximately between 1 am and 2 am ((B)(6) 2010), the customer reportedly lost consciousness and woke up with "a bump on his head". The paramedics were called between 3 am and 4 am, but it is unknown if the customer received any treatment, and although he reported being transported to a health care facility, it is also unknown if he was diagnosed with any medical condition and if any treatment was rendered. According to the customer's report a lower reading was received on his blood glucose meter and compared to a reading obtained on a health provider meter. The readings are unknown. The customer did not complete the troubleshooting surveys and did not have the device available at the time for troubleshooting. The customer reportedly told to adc customer service he would call back later to continue the troubleshooting surveys, and as he was unable to call, adc customer service then attempted to contact him in order to complete the surveys, but he could not be reached. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2011. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1000905 were tested with control solution instead. All results were within the range specification and no errors were observed.